Event description:
The customer reported there was a bad connection in the paddle cable. No other detail about the failure or circumstances was provided by the customer. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.